Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facs¿ lyse wash assistant biohazardous waste leaked outside of instrument. There was no user impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the waste tank itself is leaky and waste is leaking out. Was the leak fluid or air? Liquid.was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146, and serial # (B)(6). Problem statement: customer reported complaint on the leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 03feb2021 to 03feb2022. Complaint trend: there are 13 complaints related to the issue of a leakage not contained within the instrument. Date range from 03feb2021 to 03feb2022. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn waste tank. The customer called regarding a leaking waste tank (pn 33634907) and requested for one to be sent to them. When the part arrived onsite the customer was able to install the tank onto their instrument without an fse¿s assistance. No parts were requested for evaluation as the waste tank is not a returnable part and was discarded. After the repair the customer confirmed that the instrument was tested and performing as expected. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2018 defective part number: 33634907 - assembly waste bottle services. Work order notes: (2/8/2022 3:56 am) new value: replaced defective tank 33634907 - device works. (2/8/2022 3:55 am) customer called: the tank has arrived, the case can be closed. Devices run without problems. (2/8/2022 3:53 am) on the pod herewith attached, you can see that all 3 waste bottles were delivered. (2/8/2022 2:35 am) trasport desk asked for update as no tracking is available. (2/3/2022 3:57 am) the waste tank itself is leaky and waste is leaking out. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 337146fmea, rev. 03/vers. C, lyse wash assistant fmea disinfectant project was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: (B)(4). Item: bd disinfectant . Function: contain the waste. Potential failure mode: integrity of waste tank compromised. Potential causes: incompatibility of antifoam with pp waste tank material. Local and next-level effects: waste leaks out of the tank. Hazards: chemical/biohazard due to incompatible material/chemical reaction risk controls: disinfectant added to waste tank; samples lysed and/or fixed; anti-foam msds. Effectiveness verification: refer to memo: steris vesta syde sq product chemical compatibility with anti-foam and waste tank. Probability: 1 . Severity: 4. Risk index: 4. Output: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste tank. Conclusion: based on the investigation results, the root cause of the leakage of waste not contained within the instrument was due to a worn waste tank. The customer called regarding the leakage due to a worn waste tank and requested for one to be sent to them. Upon arrival of the part, the customer successfully installed the waste tank onto the instrument. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that during use with bd facs¿ lyse wash assistant biohazardous waste leaked outside of instrument. There was no user impact reported. The following information was provided by the initial reporter, translated from german to english: the waste tank itself is leaky and waste is leaking out. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before o r after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.). "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.). Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No.